Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI is unknown. Initial reporter also sent report to FDA is unknown.

Event description:
It was reported that the device is showing no disposable detected alarm. No patient injury was reported.

Manufacturer narrative:
Other, other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log). The customer stated problem was not duplicated. Fluid ingression and main board damaged was found. Main board was replaced. The cause of the reported problem was traced to the user manipulation of the device.